Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) was unsuccessful in completing multiple defibrillation threshold (dfts) tests. Technical services (ts) was consulted and suspected electromagnetic interference (emi) to be present and recommended turning off all external tools in the implant room; however, after doing so, the test remained unsuccessful. Ts noted there was a history of unsuccessful dfts and that the patient was externally rescued during this test. Ts offered further recommendations for a test to be successful and reported no additional adverse patient effects. This ICD remains in service.